Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the xray was disabled. Review of the log files shows malfunction of frontal ip-pc. Upon troubleshooting fse found that a cannot store images to drive and constant low disk space error. To resolve the issue, fse replaced the imaging drives in ippc and performed recreate image store. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with low storage, which is used for frontal ip-pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a low disk space error, and x-rays were disabled. There was no reported patient or user harm. Philips has started an investigation of this complaint.